Event description:
The customer reported poor image quality. The cases were unable to be completed. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The system would not magnify the image when selected. The image intensifier requires replacement. The customer declined to have the service rep replace the image intensifier. No further info is available.